Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 119 mg/dl. Customer stated that the pump is not delivering due to the motor error and that the alarm appeared during a bolus. Customer reported that the pump was exposed to a body scanner at the airport about a year go. Customer does not use the sensor feature on the pump. Customer stated that they are able to rewind the pump to get to the main menu, but the alarm comes back if they reinsert the pump/set. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the displacement test and no delivery test and the motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.